Event description:
It was reported to philips that the system failed to boot, and the main breaker reset resolved the issue on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service advised the customer to reboot the system periodically. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).